Event description:
Customer reported whilst reconstituting up IV abx, a piece of the rubber bung was found in the solution within the vial. After trying out a lot of different methods, the cn realized it was the needles that were the problem.